Manufacturer narrative:
Date sent: 08/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colon resection procedure there was an incomplete staple line. When checking with saline, there was a staple line leak. The staple line was oversewn to complete the procedure. There was no consequence to the pt.